Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there is no sound coming from the device. There was no reported patient impact. The device was reportedly not in use when the problem was discovered.